Event description:
The patient was undergoing a coil embolization procedure of the splenic aneurysm using a packing coil lp, a non-penumbra coil, and a non-penumbra microcatheter. During the procedure, the physician placed one non-penumbra coil in the target location using the microcatheter. While advancing the next packing coil lp through the microcatheter, the physician kinked the packing coil lp and the coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached packing coil lp was removed. The physician performed an angiogram and determined the flow had completely stopped. The physician ended the procedure at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.